Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The procedure should be laparoscopic myomectomy for uterine fibroids. Did this issue contribute to any patient adverse event? Please provide the source or title of external person providing answers to follow-up: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent laparoscopic myomectomy for uterine fibroids on (B)(6) 2026 and barbed suture. When the doctor was suturing the incision site of the uterus, just after inserting the needle, the end of the suture broke when the suture was pulled forcefully. The doctor took a new suture and continued to suture it . No reported consequences. Additional information requested.